Manufacturer narrative:
The field service engineer (fse) replaced the data acquisition to motor controller cable per (B)(4) to address the reported problem.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. This is pending repair completion. Patient information was requested and the customer refused to provide any patient details.

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc reference failed while in use on patient. The customer reported that the unit was in use on patient, but there was no patient harm reported.